Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified external iliac artery. A 6.0 x 40, 75cm mustang balloon was advanced for dilation. However, during the fourth inflation at 10 atmospheres for 10 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. No complications were reported, and the patient was in good condition post-procedure.